Event description:
Patient was revised to address pain. **update** (B)(4) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. **update** medical records received (B)(4) 2013. Revision operative report indicates increased cobalt and chrome levels, cyst formation, yellowish fluid, hard pseudotumor, scratches on the femoral head and acetabular component, significant evidence of galvanic rotation and galvanic corrosion. Adapter sleeve, stem, and stem sleeve added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.